Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound bronchofibervideoscope exhibited a-rubber (bending section cover) glue chipped. There were no reports of patient involvement.